Manufacturer narrative:
We couldn't investigate, because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The front end of the scope was leaking. There was no report of patient harm. The time of event is unknown.